Manufacturer narrative:
(B)(4): the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Report #1627487-2015-06374, 1627487-2015-06375, 1627487-2015-06376, 1627487-2015-06377, and 1627487-2015-06378. It was reported the patient's entire scs system was explanted on (B)(6) 2015 due to an infection at the ipg site that originally began at the peripheral leads (off-label). Wound dehiscence was observed. Cultures were taken but the results are unavailable to the manufacturer at this time. The patient was prescribed antibiotics and will continue to follow up with his physician. The patient had two model 1192 anchors from the same lot implanted as part of his scs system.